Event description:
It was reported that during an unknown procedure the cave is broken off.

Manufacturer narrative:
(B)(4) date sent 1/21/2025 d4 batch #185d17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the psee60a device was returned with the closure trigger broken and with a gst60b reload loaded on the device. The reload was received unfired. In addition, it was received the closing trigger in a plastic bag. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the closure trigger was noted to be broken and no additional damage was found. The event reported was confirmed and it is related to improper use of the device. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. Please reference the instruction for use for more information although no conclusion could be reach on the cause of the reported event of hemostasis controllable since the device was not received, the instructions for use contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 185d17, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number c9ek81 and no non-conformances were identified additional information was requested, and the following was obtained: 1. What part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Did any piece break off of the device? Closing trigger break 2. Did it fall into the patient? No 3. Did retrieval alter the procedure in any way? No 4. If yes, please explain. N/a 5. Could you please clarify if there were any patient consequences? There was a bleeding due to the procedure, tissue manipulation, device change ¿ it was stopped 6. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Not known was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.) No because they used later on a medtronic stapler? How was the bleeding controlled? Unk how much blood was lost (ml)? Unk did the patient require a transfusion? So far, I know - no was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unk not reported.